Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported that while in use on a patient the ventilator shut off and did not alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer biomedical engineer reported to have not found error codes in the ventilator diagnostic logs and requested a service engineer (se) on site repair. The service engineer (se) inspected the device. The se reviewed the ventilator diagnostic logs and found the unit did alarm with error code indicating patient circuit occluded at the time of the event. The se replaced the motor controller board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed